Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she went to the emergency room due to high blood glucose levels. The reported blood glucose reading was 467 mg/dl. The customer stated that she is using an old insertion device that has not been working properly, causing the cannulas to bend. The customer stated that she would be ordering a new one. Nothing further was reported.